Event description:
It was reported by a veterinarian that a cat underwent a surgical procedure on an unknown date and suture was used. Following the procedure, it was reported that the knots in suture did not hold.

Manufacturer narrative:
(B)(4) - suture knots untying post-op. Conclusion: representative samples were returned for evaluation. The samples were visually and functionally examined for strength and the samples met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.